Event description:
It was reported that prior to resection of benign prostatic hyperplasia after 3 uses, the fiber was damaged. The procedure was completed with another of same device. There was no patient complication. After that, the fiber was returned for analysis and the microscope inspection found that distorted light was exiting the connector face indicating an internal fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the tip was degraded and the light was not passing through the connector indicating an internal fracture. Functional testing identify aiming beam was bright and distorted. Therefore, the complaint against the fiber was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber damaged/defective is defined in the risk documentation. Based on all information available, the investigation cause code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.